Event description:
It was reported that a spectrum pump had a missing label identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the reported problem "missing label" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be direction of flow label and direction of flow center shim missing from device. The case shimming is required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.